Manufacturer narrative:
Device malfunction is suspected.

Event description:
A vns patient's generator reached end of service, and subsequently, the patient experienced an increase in seizures. The relationship of the increase in seizures to prevns baseline level is unknown. The patient was referred for generator revision surgery. After the surgery, the surgeon reported that he believed the generator had failed prematurely. The explanted generator has been returned to the manufacturer for analysis. Good faith attempts to obtain additional information have been unsuccessful to date.